Manufacturer narrative:
Getinge became aware of an issue with hanaulux 3000 surgical light. The paint was peeling off the headlight's cover and the handle cracked leading to missing plastic particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint or plastic particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. There is no information if upon the event occurrence, the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Manufacturer investigated the issue. Both lateral handles and elliptic lateral cover have been damaged because of a shock with another device. The most probable root cause root is a misuse. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with hanaulux 3000 surgical light. The paint was peeling off the headlight's cover and the handle cracked leading to missing plastic particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint or plastic particles falling off into sterile field or during procedure may cause contamination.